Manufacturer narrative:
Visual inspection: it was observed that the screw shank was attached to the screw removal tool upon receipt. The screw was fractured immediately below the proximal ball feature of the screw shank, and the threads exhibited significant deformations. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Analysis of the fracture face suggests the failure occurred in torsion. Excessive torque during screw removal may have exceeded the structural integrity of the screw, resulting in fracture.

Event description:
It was reported that a yukon oct polyaxial screw fractured inta-operatively. There were no adverse consequences to the patient. The procedure was completed successfully, but with an unknown surgical delay.

Event description:
It was reported that a yukon oct polyaxial screw fractured inta-operatively. There were no adverse consequences to the patient. The procedure was completed successfully, but with an unknown surgical delay.